Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape noted. However, the insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 120 mg/dl. The mother stated that her daughter's pump randomly shut off. The mother stated that she has called in about the blank screen several times. The customer stated that the pump has not showed signs of physical damage. The customer was advised to insert new aaa alkaline batteries. The customer does not have new aaa alkaline batteries to test with the pump. The customer will be sent a replacement pump.